Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy to address bg level. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.